Event description:
Information was received indicating that ambulatory infusion pump exhibited multiple air in line errors during flourourocel chemotherapy. It was noted that the nurses saw 2-7 inches of air in the line. It was a closed system filled by professionals and used immediately, so the cause of the air was unable to be determined. No adverse patient effects were reported.